Event description:
The hospital biomedical technician reported the ventilator went vent inop and alarmed during testing. The ventilator was not in use. Therefore, there was no pt involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The biomedical technician confirmed a diagnostic code in log history indicating a vent inop occurred due to an oxygen motor error. The biomedical technician replaced the oxygen valve assembly to correct the problem and complete the repair.

Manufacturer narrative:
Oxygen valve assembly.